Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be: insufficient drain / false empty detect and use error as the initial drain alarm setting was inappropriately programmed. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 1. The patient's ultrafiltration reading was 1859 ml, indicating the home patient (hp) drained 1859 ml more than their programmed fill volume of 2500 ml. This meets iipv criteria.